Event description:
When the device was turned on in preparation for use as a standby defibrillator, the crt display allegedly failed. The reporter indicated that the device was not being used on a pt at the time of the alleged failure. No other details were reported.